Event description:
The biomedical engineer (bme) reported that this happened twice. When the central nurse's station (cns) was restarted, it rebooted 4-5 times before it went back to the central nurse's station (cns) software. It happened on (B)(6) 2020 at around 1:45pm pst. It did the same thing another time about a week ago from that day. However, for this second time, they were updating the cns to sw: 02-13. The unit rebooted 4-5 times before it was able to get into the cns software. The cns did show the correct software version. The only issue is that it will not boot up normally. Customer will be sending in the cns for repair. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that when the central nurse's station (cns) was restarted, it rebooted 4-5 times before booting fully to the central nurse's station (cns) software two separate times. No patient harm was reported. The root cause could not be determined, as the device was working as intended after it was rebooted by the user. Spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptible power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours.

Manufacturer narrative:
The biomedical engineer (bme) reported that this happened twice. When the central nurse's station (cns) was restarted, it rebooted 4-5 times before it went back to the central nurse's station (cns) software. It happened on (B)(6) 2020 at around 1:45pm pst. It did the same thing another time about a week ago from that day. However, for this second time, they were updating the cns to sw: (B)(4). The unit rebooted 4-5 times before it was able to get into the cns software. The cns did show the correct software version. The only issue is that it will not boot up normally. Customer will be sending in the cns for repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but the serial number information at to which unit were in use was noted as no information (ni), as attempts to obtain information were made but information was not provided. Bedside monitor: model: bsm-6301a, sn: ni; bedside monitor: model: bsm-6501a, sn: ni.

Event description:
The biomedical engineer (bme) reported that this happened twice. When the central nurse's station (cns) was restarted, it rebooted 4-5 times before it went back to the central nurse's station (cns) software. It happened on (B)(6) 2020 at around 1:45pm pst. It did the same thing another time about a week ago from that day. However, for this second time, they were updating the cns to sw: (B)(4). The unit rebooted 4-5 times before it was able to get into the cns software. The cns did show the correct software version. The only issue is that it will not boot up normally. Customer will be sending in the cns for repair. No patient harm was reported.